Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time.

Event description:
Per the clinic, the patient was experienced frequent bleeding at the abutment site and subsequently was treated with topical steroid on daily basis. Following treatment, on(B)(6) 2022, it was reported that the issue was successfully resolved. The patient continues to be clinically managed by their healthcare provider.